Event description:
It was reported the patient had a shocking or jolting sensation and their eye and mouth drooped since (B)(6) 2015. The patient had four different episodes where they turned the implantable neurostimulator (ins) off and when they turned it back on, they felt like they were being electrocuted. This first happened at their healthcare professional¿s (hcp) office when they were adjusting the ins. The reporter was sitting behind the patient and they noticed the patient¿s head started to go back. The patient looked like they were scared and had a ¿faraway look.¿ the hcp adjusted the ins and programmed stimulation to as low as it they could. The hcp wanted the patient to be reprogrammed, but the reporter was scared to do that. The last time the shocking occurred was when the ins was turned on after they had surgery. The surgery was not device related and they had to turn the ins for the surgery. The patient was not recovering from that surgery and they were in a rehabilitation home for speech and body therapy. The reporter did not know the ins would have these side effects. The reporter stated the patient was ¿almost like an idiot¿ with the ins turned on and they were brilliant when the ins was turned off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0d91p, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that programming adjustments were painful for the patient. During an adjustment on (B)(6) 2015, the reporter was sitting behind the patient and their healthcare professional(hcp) was talking to the patient from the left, but the patient turned to their right and responded. The patient kept looking up higher and their head started to go backwards during the appointment. The patient kept saying they don't know when asked if they were alright and the patient's eyes were still up when the reporter moved the patient's head down. The patient felt like they were electrocuted. The hcp decreased stimulation and made no comment about what they saw. After the appointment, the reporter was barely able to get the patient into their car and they could not help lift themselves out of a wheelchair and pivot like they normally did. The patient could not sit up straight and they were going sideways. The patient was also not able to feed themselves. On (B)(6) 2015, the patient had their tonsils removed due to a tonsil mass. During the procedure the implantable neurostimulator (ins) was turned off. On (B)(6) 2015, the patient's tonsils started bleeding and they had a second emergency surgery to repair the previous surgery. The patient was in a nursing home to recover after the surgery and they were told not to talk. On (B)(6) 2015, the patient was able to start talking and they talked as if they never had any speech issues before. The ins was off at that time. The patient was lucid, smart, witty, and the way they used to be. Later that day the patient had speech therapy because their speech had gotten so bad they had to ask them to draw what they were trying to say. The speech therapist had turned the ins back on and the reporter stated it was like the patient's life was turned off. The patient was confused, started to go sideways, drooled, and they thought they were in 1979. The patient complained of their head hurting and they felt like they were being electrocuted. The ins was then turned off and the patient was weak and tired the rest of the day, but they were back to being their former self. The patient had fallen, but the reporter did not know when. The reporter planned to contact the patient's hcp.